Manufacturer narrative:
(B)(4). The reported defect of cuff leakage could not be confirmed through investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection revealed a dent was observed in the middle section of the tube. Functional inspection did not reveal any leakages on the cuff. A review of the manufacturing process confirmed that bronchial tubes undergo 100% visual inspections and inflation and deflation testing during final inspection, as part of the product release criteria. Any such defects including dents or issues affecting inflation and deflation would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure but from improper handling, excessive force, or prolonged stacking or storage. Based on the investigation, the root cause of this reported issue could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "a defect was found in the balloon. Air leakage observed during cuff inflation. It was found during pretest, prior to use on patient."

Event description:
It was reported that: "a defect was found in the balloon. Air leakage observed during cuff inflation. It was found during pretest, prior to use on patient."

Manufacturer narrative:
Qn# (B)(4).